Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Wrinkling: observed crease fold on the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: brown particles observed in the surface of the shell. No further actions are required as the device was implanted.

Event description:
Per ultrasound results, healthcare professional later reported wrinkling and capsular contracture, baker grade unknown.

Event description:
Explanting physician reported rupture of the left implant. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Continued h.6 health effect impact code: f2203 imaging. A review of the device history record has been completed. No deviations or non-conformities noted. Photo analysis results: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.